Event description:
Unomedical reference number (B)(4) event occurred in the united states it was reported that the patient faced an events where the infusion set tubing had a kink in it after being used for a couple hours. Patient's blood glucose due to which became 450 mg/dl therefore, patient took correction bolus via pump. Also, patient replaced infusion set and resumed insulin deliveries successfully. No further information available.